Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that as lvp 20d 3ss 0.2m cv was cracked and leaked on 4 occasions. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. It was reported that there were 10 sets of tubing that were cracked/leaking.

Manufacturer narrative:
H.6. Investigation: 10 samples were received by our quality team and all were tested via infusion with water and the customer's complaints of leakage/occlusion has been verified. A device history record review could not be performed because a lot number was not provided by the customer. Of the 10 sets, 7 resulted in leakage from the filter, 2 had occlusion issues, and one did not show any signs of leakage under short infusion circumstances. The root cause of this issue is unknown at the time, however higher infusion pressures have been known to cause leaks in these filters over time. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv was cracked and leaked on 4 occasions. The following information was provided by the initial reporter: material no: 2432-0007 . Batch no: unknown. It was reported that there were 10 sets of tubing that were cracked/leaking.